Event description:
During the procedure, the helix was unable to extend or retract. The lead was not used and was replaced. After replacement, pericardial effusion occurred due to cardiac perforation. The effusion was resolved by repositioning the newly implanted lead. No other adverse consequences occurred and it was believed to be related to the procedure, not the lead. The patient is in stable condition after the procedure.

Manufacturer narrative:
A complete lead was returned in one piece and the helix was found stretched consistent with damage caused during the attempted implant. The helix mechanism and extension length test was unable to be performed due to the condition of the lead. Electrical testing revealed no indication of conductor fractures or internal shorts and all tip stiffness values were found to be within specification. No anomalies were noted on the lead with the exception of damage consistent with that occurring at the time of attempted implant. The results of the investigation concluded the analysis of the device was normal.